Event description:
It was reported that the symptomatic patient presented to the emergency room in atrial fibrillation. The patient was successfully cardioverted out of this rhythm. After the therapy, the atrial lead showed a drop in p wave sensing from 1.1 mv to 0.5 mv and loss of capture in bipolar and unipolar.